Event description:
It was reported to bsc/target that, "this coil was used at the first coil in the aneurysm. It did not deploy very good, so the physician decided to reposition the coil. During pulling back the coil in the catheter the coil detached at the detachment zone - dr. Said, he did not use much force, he used a retriever-18 to catch the coil successfully. The embolization was finished successful with other coils, and the patient is doing fine."